Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for varying impedance including measured high impedance and oversensing of short interval counts (sic). Reprogramming was done to turn off the detections. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead impedance was 1938 ohms on (B)(4) 2015. Rv pace lead impedance has been varying in the range of 800 ohms to 1050 ohms from (B)(4) 2014 to (B)(4) 2015. Sic count went up to 65 in less than 3 days averaging around 22 per day. Evidence of oversensing has been noted in vt-ns episodes on (B)(4) 2015. Rv lead integrity alert warning for increased sic count and rv lead impedance variation in last 60 days. (B)(4).